Event description:
It was reported that during implant attempt, because helix was blocked, and became unable to advance, the physician was not able to let a lead arrive at the target. The device was not used. There has been no report of patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The distal conductor is distorted and fractured from overstress. The proximal conductor is also distorted. The outer insulation is breached cut and there is a deformation/fracture in 50 cm proximal section of the inner coil. Damaged at implant.